Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported patient¿s entire system was explanted due to pocket infection. Device and leads were replaced except for the atrial lead due to chronic atrial fibrillation. Patient was stable before, during, and after the procedure.